Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump has a damaged reservoir; the daughter has to tape the reservoir into the pump since it will not stay in on its own. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur since the mother did not have the pump with her at the time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.